Event description:
Customer did back to back testing on the same meter within 10 mins using the advantage sys with results of 406 mg/dl and 178 mg/dl. Location of testing was not provided. No quality controls were run. No adverse event was reported. A request was made for the return of the suspect prod and a replacement was sent.